Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user two weeks into ilet use with dexcom g7 experienced elevated glucose after dinner and believed the system was not learning her insulin needs correctly, noting approximate automated doses of 6 units at breakfast and lunch and 3 units at dinner, with a highest glucose of 200 mg/dl and about five hours above 180 mg/dl; education was provided on the learning phase, and additional training was assigned to discuss dinner announcements, with the user inquiring about a factory reset. Symptoms included feeling unwell before bedtime when glucose was near 190 mg/dl. Outcomes included no need for medical intervention, no assistance from others, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education on system operation and meal announcement practices. Investigation of this case revealed no device alarms for prolonged extreme hyperglycemia and no evidence of device malfunction, with hyperglycemia attributed to cause unclear during the learning phase. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.